Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the helix of the right ventricular (rv) failed to extend resulting in failure to capture. The rv lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed while the reported event of helix mechanism issue was confirmed. A complete lead with a stylet was returned in one piece for analysis. Visual inspection of the lead found the helix was fully extended and clogged with blood/ tissue. X-ray examination found the inner coil over-torque at the connector region. After cleaning, helix was able to be retracted and extended when torque applied directly to the inner coil. The measured full helix extension length was within product specification. The cause of the reported event of helix mechanism issue was isolated to the over-torqued inner coil and the helix being clogged with blood/tissue. Electrical testing did not find discontinuities but found internal shorts between conductors due to the damaged inner coil consistent with procedural damage.